Manufacturer narrative:
A full analysis of the heartmate ii lvad, serial number (B)(4), could not be conducted because the device was not returned for evaluation. A root cause for the reported event could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that after the pump was implanted the patient developed a profound coagulopathy. During a re-exploration of the mediastinum the patient was found to have cardiac tamponade. Multiple blood products were given. The patient experienced profound hypotension and hypoxic brain injury, without neurologic improvement post op. The patient later developed a gi bleed with a rapid decline in hemodynamics. All support was withdrawn and the patient expired.